Manufacturer narrative:
Concomitant medical device: d224drg ICD implanted (B)(6) 2011.

Event description:
It was reported that the right atrial (ra) lead had far field oversensing. The lead remains in use. No patient complications have been reported as a result of this event.